Manufacturer narrative:
Article citation including web address/literature reference (doi): https:// doi. Org/ 10. 14444/ 8812 b.3: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. D.4: product identifiers is unknown. G.4: 510(k) # is unknown. H.6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿robot-assisted cervical pedicle screw placement: case series and technical description¿. The following medtronic device was utilized: mazor x stealth edition robotic system in conjunction with intraoperative CT imaging for preoperative planning, intraoperative navigation, and confirmation of pedicle screw placement at cervical levels c1¿c7. In this case series, 8 patients underwent robot-assisted placement of a total of 50 cervical pedicle screws. The surgical workflow included modifications such as lower drill speeds and the use of additional cannulas for enhanced precision, facilitated by the medtronic robotic system. Among the patients, adverse events and device performance issues included a single instance of minor breach of a pedicle screw. This breach was identified intraoperatively via CT imaging and the screw was repositioned during the same procedure. No neurological or vascular complications were reported as a result of this event. All other screws were placed with confirmed accuracy and stability on follow-up imaging. No further information was provided pertaining to medtronic products.